Manufacturer narrative:
Device passed the displacement test and self test. However, pump error 63 alarm confirmed in the device history file due to broken trace at keypad assembly. Device was received with a cracked case (battery tube), cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer was able to clear the alarm and was able to complete rewind. Customer reported that the drive support cap appeared to be normal. Self test did not passed. No harm requiring medical intervention was reported. The device will be returned for analysis.